Event description:
The hcp reported that the patient experienced "withdrawal symptoms"; specific symptoms not reported. The hcp suspected a broken or kinked catheter. The patient underwent revision surgery. Final patient outcome was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.